Event description:
Patient was smoking in bed with his oxygen cannula in place. The oxygen ignited resulting in severe burns to his face and chest. Patient was admitted to (B)(6) center, was intubated and expired later the same day.